Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
As reported, in 2008, this patient was implanted with a gore excluder aaa endoprostheses. A reintervention took place the following day using an additional contralateral leg component. Further investigation is being conducted.